Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non sustained ventricular oversensing. The stored electrograms stored from a merlin.net indicated that the device showed signs of crosstalk, it was noted that the patient's atrial pacing rate had increased recently. No intervention has been reported.